Manufacturer narrative:
The event of "necrosis" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: necrosis.

Event description:
Patient reported right side, ¿inflammation and necrosis". Device has been explanted.